Manufacturer narrative:
An investigation was completed: it was reported that occasionally when rotating the c-arm, it rotates 180 degrees. A field service engineer (fse) examined the device and found the c-arm control inserts were faulty. The fse replaced control inserts to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the control inserts were replaced. The control inserts were 1835 days old at the time of replacement; however, the part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the component age of 1835 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control insert failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. The probable cause of the issue is age-related deterioration of the component due to prolonged use. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the control inserts. The complaint review identified the control inserts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The control inserts were installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 23jun2020, system installation date: on (B)(6) 2020, unique device identified (UDI): (B)(4).

Event description:
During a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the user reports that occasionally when rotating the c-arm, it rotates 180 degrees. A field service engineer (fse) was dispatched to examine the device and found the c-arm side panel switches were defective. The fse replaced the side panel switches, tested the operation of the device and verified that the unit is functioning in accordance with manufacturer specifications. No patient or user injury was reported.